Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via x ray. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.